Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was not impacted. The customer stated back up therapy would be obtained. Tandem technical support offered to follow up with the customer to verify that back up therapy was obtained; however, the customer declined.